Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "defib pad short" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.